Manufacturer narrative:
Device manufacture date not available at time of this report. RMA issues. Replacement part shipped 10/11/2011. The tip of the tool was found to be bent and twisted.

Event description:
A medtronic rep reported the site's solera screwdriver was broken. No impact to pt was reported and therefore the site was unwilling to release pt info.